Manufacturer narrative:
The return evaluation documented on the returns expanded evaluation report form is defined as a bent frame not the hinge pins were crooked and something was welded crooked on the front riggings. A follow up will be sent if the product or additional information is obtained.

Event description:
The return evaluation documented on the returns expanded evaluation report form is defined as a bent frame.